Manufacturer narrative:
The insulin pump had no button response from the act or escape button due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot. No moisture damage was noted inside of the insulin pump.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were working. His blood glucose level was 54 mg/dl, which was treated with glucose tablets. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.